Event description:
The single trigger rotary was sent for evaluation due to leaking an unknown substance in the sterile processing department at the user facility prior to sterilization. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.